Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was wearing a full-face mask while sleeping with his mouth open, and the ventilator shut down. The rt stated that he was not aware of the display screen going black (indicating the ventilator was not shut down). There was no harm to the patient and the patient was placed on another device. The debug logs showed multiple high-priority circuit disconnect alarm messages. The debug logs did not show any shutdown alarm messages. By design, if the ventilator detects an excessively large leak that exceeds the alarm criteria for a circuit disconnect alarm, a high-priority circuit disconnect alarm will be activated. The ventilator delivers a continuous flow of 60 lpm flow with the set fio2 until alarm recovery.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.